Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient experienced an event involving scar tissue at the infusion site on (B)(6) 2026, which resulted in poor insulin absorption. Due to the inadequate absorption, the patient developed elevated blood glucose levels. The hyperglycemia was treated with manual insulin injection.